Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had unspecified error on the screen and the buttons were unresponsive. Customer stated that insulin pump stopped in the middle of rewound, the battery cap was stripped and rejected new batteries. Customer also stated that insulin pump had unexplained no delivery alarms and battery life was decreased from first day. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.